Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event occurred on an unspecified date, over a year ago, in the emergency department, and involved a nursing user error with a plum a+ pump. The patient was in critical condition and required vasopressors, sedation, and mechanical ventilation. It was reported that the nurse attached levophed to the primary line, and propofol to the secondary line. The primary line was programmed under the drug library and the secondary line was programmed with an unspecified rate and unspecified volume to be infused (vtbi). The customer reported that there was harm, but the patient was a critical patient initially, and did set the patient back. It was difficult to discern between the patient's condition vs. What was due to the medication error. The patient was reported to code, not related to the incident, and subsequently expired, not related to the error. The customer reported that the pump had no issues. The date of patient death is unknown. No additional information is available.